Manufacturer narrative:
Batch review performed on 26 july 2021: lot 2006497: (B)(4) items manufactured and released on 09-dec-2020. Expiration date: 2025-nov-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to a subsided stem and the cause of the subsided stem is a fracture of the femur (reason unknown). The surgeon revised the stem, head, and liner 2 months after the primary surgery. The surgery was completed successfully.